Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2011-04243. The pt received his scs system on (B)(6) 2010. It was reported the pt wanted better back pain coverage. One of the pt's leads showed invalid impedance on all contacts. The physician removed the pt's two leads (with different lot numbers) and replaced with two new leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.